Event description:
A peritoneal dialysis (pd) patient reported a fluid leak during treatment. There was no holes noted on the cassette. The patient followed up with her peritoneal dialysis registered nurse (pdrn) and received prophylactic antibiotics. The patient patient's effluent has remained clear. Sample was discarded.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.